Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator was connected to an alternate current (ac) power source. However, the breaker worked and the ventilator failed to switch to ac power and ran on the internal battery. The patient was removed from the unit, and placed on an alternate ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the ventilator is expected, but has not yet started. (B)(4).